Event description:
Procedure type: lobectomy. According to the reporter: on firing, the handle could not be fully squeezed and stopped in the middle. Oozing occurred. Nothing fell into the pt cavity. The surgeon had to resect more tissue than what was originally planned due to the product problem. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).